Event description:
It was reported to boston scientific corp in late 2008, that a wallflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure performed the month before. According to the complainant, an esophageal stent was originally placed in the esophagus and the stent was well positioned on initial placement. The patient returned on original date complaining of pain. The physician discovered that the stent migrated proximally and was embedded in the pharynx. The patient was taken to surgery for removal of the stent and repair of the pharynx. The stent was intact upon removal. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.